Manufacturer narrative:
The astral device was returned to resmed for an extensive engineering investigation. Performance testing could not reproduce the reported device failure to charge. Based on all available evidence and complaint investigations of a similar nature, the reported device failure to charge was most likely due to an isolated component failure within the device battery assembly. The device was repaired and returned to the customer. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device battery was non-functional and the device displayed a safety reset complete message. There was no patient injury reported as a result of this incident.

Manufacturer narrative:
Per the reporter, the device was plugged in overnight to a power outlet that not functioning and this triggered a critically low battery alarm on the device and a safety reset complete message. The device was returned to resmed and an evaluation was performed. The device evaluation found that the internal battery was depleted. Performance testing found that battery recharged and the device operated per specifications. Based on the evaluation result, the reported complaint was due to a depleted internal battery. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device battery was non-functional and the device displayed a safety reset complete message. There was no patient injury reported as a result of this incident.